Event description:
After the rfa procedure, the doctor could not retract the tines (arrays) of the probe device. The procedure was completed successfully and there was no reported harm to the pt.

Manufacturer narrative:
During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. The returned sample was evaluated and the complaint for tines not retracting was confirmed. Further sample investigation showed that the solder connection at the drive tube/anchor screw joint was not sufficient. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).